Manufacturer narrative:
Additional information was received from the customer indicating that the fault occurred during testing with no patient involvement. It was reported that the unit was turned on to test the alarms and water was observed coming out of the hose connections. One hotline® blood and fluid warmer was returned for analysis. The tank cover was noted to be cracked, the pcb was observed to be outdated, power switch was outdated, wear to the block assembly and wear to the line cord was noted on visual inspection. The tank was filled with water, temp check was attached, the line cord was plugged in and the unit was power on; confirming the complaint. Based on the evidence, the unit was found to be beyond economical repair due to that age of device.

Event description:
Information was received indicating that a smiths medical level 1® hotline® blood and fluid warmer shoots water out of the ports. There were no reported adverse effects.